Manufacturer narrative:
Device identifier # (B)(4). The mayfield base unit (product ID a3101) was returned for evaluation: failure analysis: unit received with the end cap and adjustment knob cap missing. The base handle tested low at 48 feet pounds and needed to be readjusted. General maintenance and cleaning required, replacement of missing components and adjustment of base handle. Root cause: complaint confirmed via inspection of the unit. The base handle required readjustment and the end cap and adjustment knob cap were missing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the end cap of the mayfield base unit (product ID a3101) came off and the adjustment lever was stuck and would not move. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.